Manufacturer narrative:
(B)(4). There is no documentation that shows a causal relationship between the fluid overload and the liberty cycler, nor are there any allegations of a malfunction on the cycler prior to the hospitalization. There is a potential temporal relationship between the edema and pd therapy, but it is unknown if this patient was compliant with pd treatment and diet or if any comorbid conditions could have contributed to the event. There is not enough available information to conclude the causal event for the fluid overload. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, the contact for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the cycler had not been used in a week since the patient had been hospitalized (unknown cause). The patient was continuing with manual exchanges in order to complete treatment. During follow up phone call to the patient¿s wife on (B)(6) 2017, it was documented that the patient had exhibited edema and was admitted to the hospital for fluid overload on (B)(6) 2017 with unknown course of treatment. The patient was discharged on (B)(6) 2017. Additional follow up with the patient¿s daughter on (B)(6) 2017 revealed that the patient initially reverted to continuous ambulatory peritoneal dialysis (capd) until the delivery of the new liberty cycler and since the delivery has been completing ccpd therapy with no additional reported issues.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and load cell verification passed. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, the contact for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the cycler had not been used in a week since the patient had been hospitalized (unknown cause). The patient was continuing with manual exchanges in order to complete treatment. During follow up phone call to the patient¿s wife on (B)(6) 2017, it was documented that the patient had exhibited edema and was admitted to the hospital for fluid overload on (B)(6) 2017 with unknown course of treatment. The patient was discharged on (B)(6) 2017. Additional follow up with the patient¿s daughter on (B)(6) 2017 revealed that the patient initially reverted to continuous ambulatory peritoneal dialysis (capd) until the delivery of the new liberty cycler and since the delivery has been completing ccpd therapy with no additional reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated on (B)(6) 2017 the pd patient had not used the cycler because he had been in the hospital. The patient's contact stated that the patient was doing manuals for tonight's treatment. Follow-up was made with the patient's spouse, who stated her husband had been hospitalized on (B)(6) 2017 due to fluid overload. The contact stated her husband exhibited edema and was advised by his clinic to go to the hospital. The contact stated her husband was briefly discharged on (B)(6) 2017 and fainted at home due to hypotension, and was re-admitted to the hospital the same evening. The contact stated her husband was expected to be discharged from the hospital on (B)(6) 2017. Medical records were being requested.